Event description:
It was reported that the patient with the implantable cardiac defibrillator system died suddenly seven years after implant. The cause of death was provided by the clinic as chronic coronary heart disease; however there is a question whether the device is related to the death and analysis was requested by the clinic and coroner. The clinic indicated on the return paperwork that the device was at elective replacement time and there was a ventricular lead alert. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and found to have normal battery depletion. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.